Manufacturer narrative:
This device is import for export, thefore 510k is not applicable. The device has not been returned to pentax medical for repair. Two images were provided which depict areas of depression/compression in the insertion flexible tubing at around the 13cm and 14cm marks. As the device has not been returned for evaluation a cause for the event could not be established. This complaint is being processed in accordance with dpa-qip-MDR decision backlog management plan.

Event description:
It was reported to pentax medical that during withdrawal of a ec38-i10nl- video colonoscope, the insertion tube kinked permanently. There was no report of patient injury associated with the event.